Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Please note the initial regulatory report for this reportable complaint was timely submitted on 10aug2011 under manufacturer report number 2647346000-2011-01077; however, the incorrect suspect medical device was reflected and as a result the report required redaction (which was completed on 08dec2011). Accordingly, this report should be regarded for this reportable complaint. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that when the device is programmed to lv (left ventricular) pace the patient has symptoms and does not feel well. The device was explanted and replaced due to reaching elective replacement indicator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: previously submitted follow-up report #003 had the counter incremented incorrectly (due to a correction to the identity of the device, see 2647346-2011-01077), so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previously submitted follow-up report #003 had the counter incremented incorrectly (due to a correction to the identity of the device, see 2647346-2011-01077), so this report is being submitted as a placeholder with the sequence #002. If information is provided in the future, a supplemental report will be issued.